Manufacturer narrative:
(B)(4). The device was not returned as there were no reported device malfunctions. No lot number was obtained as device was discarded by facility.

Event description:
On (B)(6) 2017, a female patient underwent a convergent surgical procedure, she was not heparinized. The epi-sense device was used to perform 18 lesions to the posterior wall successfully. After the 18th lesion, the patient went into ventricular fibrillation and numerous attempts to cardiovert were unsuccessful followed by chest compressions that were performed. Femoral artery access was then achieved and a balloon pump was inserted. The patient was then cardioverted to sinus rhythm.